Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable lens remains implanted. (B)(6). (B)(4). Device evaluation: product evaluation was not preformed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon operated on patient¿s right eye and implanted intraocular lens with model zct225. From a medical point of view the surgery was perfect per surgeon and patient¿s vision was 20/25. Post-operative patient complaint of poly. Refractive result of one day post-operative after cataract operation was + 2.75 with -2.00. Intraocular lens was positioned at 5 degrees according to surgical planning. Additional information was received, and it was learnt that surgeon was treating patient with eye drops inducing myosis. Later patient reported improvement symptoms. The lens remains implanted. No further information available.